Manufacturer narrative:
On 03/02/2016 09:28 pm (gmt-5:00) added by (B)(6):the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4)

Event description:
On 2/11/2016 12:33 pm (gmt-5:00) added by (B)(6): the hospital reported that patient came in complaining about a piece sticking out of his leg from a 2014 surgery . Doctor checked patient and removed plastic piece that had traveled down tunnel and was sticking out of leg. Operating room (o.r.) Just called (B)(6) and I am placing in the complaint. Pt ((B)(6) male) came in complaining about piece sticking out of leg. Pt had CABG back in 2014 and vh 4000 was used for evh for dr lee. Dr (B)(6) saw pt and said plastic piece had traveled down tunnel and was sticking out of leg. He removed and asked us what it is. They sent picture to (B)(6) and we will download. They stated that pt was keeping the piece so it wont be returned. Dont have any lot info and im sure there will be more to come. I cant be exactly sure if it is our vh 4000 that is the piece but I put this in complaint just to be sure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that patient came in complaining about a piece sticking out of his leg from a 2014 surgery . Doctor checked patient and removed plastic piece that had traveled down tunnel and was sticking out of leg. ******************************************************************************************* or just called (B)(6) and I am placing in the complaint. Pt ((B)(6)) came in complaining about piece sticking out of leg. Pt had CABG back in 2014 and vh 4000 was used for evh for dr (B)(6). Dr (B)(6) saw pt and said plastic piece had traveled down tunnel and was sticking out of leg. He removed and asked us what it is. They sent picture to (B)(6) and we will download. They stated that pt was keeping the piece so it wont be returned. Dont have any lot info and I'm sure there will be more to come. I cant be exactly sure if it is our vh 4000 that is the piece but I put this in complaint just to be sure.